Manufacturer narrative:
The investigation found a tear in the internal portion of the soft cannula that generated a leak causing corrosion on the pcb, mechanism rail and commutator cap. Due to the internal corrosion, the pod data was not able to be recovered, the pod could not be reactivated, and the reported pod communication error could not be confirmed. It cannot be determined if the internal leak and subsequent corrosion contributed to the reported pod communication error. The exact cause of the reported pod communication error could not be conclusively determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.0. Hardware: iphone14.3. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to above 250 mg/dl while wearing the pod between 4 and 24 hours. Investigation of the pod found a tear in the cannula. The device was originally reported for a communication alarm.

Manufacturer narrative:
The observed internal cannula tear is related to action #98586. The investigation found a tear in the internal portion of the soft cannula that generated a leak causing corrosion on the pcb, mechanism rail and commutator cap. Due to the internal corrosion, the pod data was not able to be recovered, the pod could not be reactivated, and the reported pod communication error could not be confirmed. It cannot be determined if the internal leak and subsequent corrosion contributed to the reported pod communication error. The exact cause of the reported pod communication error could not be conclusively determined.